Event description:
Related manufacturer report number: 2017865-2022-12399. It was reported that right ventricular oversensing was observed on the implantable cardioverter defibrillator (ICD). It was not clear whether the oversensing was also due to an issue with the right ventricular (rv) lead. The non sustained oversensing episodes appeared to be due to post paced t wave oversensing. Programming changes were recommended. The products were being monitored. The patient was stable.